Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced pain at the ipg pocket site. Surgical intervention took place wherein the ipg was explanted, replaced and relocated to address the issue.